Manufacturer narrative:
Complaint # (B)(4), received. No patient involvement. Device was returned and evaluated. The evaluation confirmed the wires from the transformer experienced overheating.

Event description:
The customer reported that when field service checked the device, the wire from the main transformer was scorched.